Event description:
It was reported that a home patient (hp) received a high drain 105 alarm on a homechoice (hc) machine after use. A high drain error alarm is indicative of an increased intra-peritoneal volume (iipv) event. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) explained the alarm to the caregiver (cg). The cg stated that the registered nurse (rn) had them bypass drain four the previous night. The hp?s ultra-filtration (uf) for cycle four was -2109ml. The uf for cycle five was 2447ml. The cg now understood the alarm and was to call the rn back. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.